Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-07762, 2134265-2017-07764, 2134265-2017-07765 and 2134265-2017-07952. It was reported that automatic pullback failure occurred. The 95% stenosed target lesion was located in the mid left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), the physician tried to use intravascular ultrasound (ivus) to check the morphology of the lesion but the pullback process did not work and the image disappeared on the screen. So he remove the opticross¿ imaging catheter from the patient's body and used a new catheter to try it again. However, the second opticross¿ imaging catheter had the same problem, pullback did not work and the image disappeared. Finally, the physician finished the pci without using the ivus. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device lot # ¿ corrected from 20422060 to 17011036. Batch expiration date: corrected from 20-mar-2018 to 30-may-2015. Batch manufactured date: corrected from 20-mar-2017 to 30-may-2014. Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed a kink was observed in the sheath assembly from femoral marker to the distal end. The telescope assembly was able to properly pull back, advance, and retract, it was observed that the catheter flushed normally. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2017-07762, 2134265-2017-07764, 2134265-2017-07765 and 2134265-2017-07952. It was reported that automatic pullback failure occurred. The 95% stenosed target lesion was located in the mid left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), the physician tried to use intravascular ultrasound (ivus) to check the morphology of the lesion but the pullback process did not work and the image disappeared on the screen. So he remove the opticross¿ imaging catheter from the patient's body and used a new catheter to try it again. However, the second opticross¿ imaging catheter had the same problem, pullback did not work and the image disappeared. Finally, the physician finished the pci without using the ivus. No patient complications were reported and the patient's status is stable.